Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported with the follow up-report.

Event description:
It was reported that the device shut down during a patient transport within the hospital and did not generate an audible alarm. There was no injury reported.

Manufacturer narrative:
There was a misunderstanding in the translation of the event description. The customer complained, that the device did not alarm in advance, prior to the event. During the event the device alarmed "poti: o2 ausgesteckt" as specified for this kind of problem and confirmed via log analysis. The root cause for the reported event was a potentiometer out of specification. The oxygen potentiometer reached normal function again after several turnings of the knob. It was concluded that rare use of this knob resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported event. Dräger will issue short dated a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities will be informed as soon as this action starts.

Event description:
.